Event description:
Pt had been treated with IV oxacillin for the past few weeks administered via a PICC polyurethane catheter placed in the basilic vein of this right arm. Several attempts to remove the catheter in 1999 proved unsuccessful and the next day further attempts were unsuccessful as well and the catheter actually broke off in the vein, requiring the pt to undergo a surgical procedure to remove the broken end. The broken section of catheter was successfully removed. It measured about 4 inches long.